Event description:
The patient reportedly has a sharp pain in the area of the implant device that worsens with device use. Palpation of the headpiece results in pain. In 2009, the patient discontinued use of the external equipment due to pain. Device testing showed that the patient's device is functioning. The patient is requesting device explant.